Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Device not returned to manufacturer.

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm vticmo12.6 implantable collamer lens, -11.5/+1.5/089 diopter, into the patient's right eye (od) on (B)(6) 2017. On (B)(6) 2017, the lens was exchanged with a -11.5/+1.5/009 diopter lens of the same length due to excessive vault. Initial vault was 2.0-2.5 CT and vault after exchange was 1.5 CT. Patient also experienced a shallow anterior chamber (10 um). Reporter stated lens was implanted vertically due to the "axis of astigmatism." The problem was resolved.

Manufacturer narrative:
Additional information: device evaluation: lens was returned in lens case/vial in liquid. Visual inspection found no visible damage to the lens. (B)(4).